Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the 5 mm white plastic seal fell off of the 15mm reducer cap. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.